Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was in need of repair. According to the complainant, the device was noted to have a broken proximal weld separation at the rotational handle. The complaint device was returned to the manufacturer for evaluation. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aag reference xc (B)(4); cc (B)(4).

Manufacturer narrative:
Update: d4. Lot number changed to "unknown."

Manufacturer narrative:
One prestige grasper, 8360-10 without lot number, was returned and evaluated at tek park for jaw misalignment. Visual inspection summary: upon visual inspection, the solder joint had failed. The article also did not have kynar coating that fully covered the distal end where the jaw housing is located. Functional testing: could not be performed; jaw misalignment was noted and handle action was not smooth. Physical inspection summary: the solder at the thumb-loop and rotator housing failed. The failure mode for jaw misalignment was confirmed, and for proximal weld separation. A supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. No lot number was provided. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Event description:
Update: the jaws were not "meeting up" properly, and the device was not able to be used. It was confirmed that there was no lot number, and that the proximal weld was not separating. The instrument was repaired by aesculap technical services (ats).

Manufacturer narrative:
B5 - failure mode updated. H6- updated 2 device codes.